Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shock and atp therapy during an svt episode. Reprogramming changes were made. The patient was pharmaceutically treated for the svt during interrogation.